Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that within a few days of implant, the patient complained of chest pain. A myocardial perforation was found, and the patient was hospitalized and treated. Follow up was attempted for additional information, but was unsuccessful. The device status is unknown. No further patient complications have been reported as a result of this event.